Manufacturer narrative:
Sections age, weight, ethnicity: information unknown/not provided. Date of event: unknown, not provided. (B)(6). If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was used, the optic of the lens got cracked. Reportedly the video of the surgery shows that the lens could be cracked at the plunger part even though it was set with balanced salt solution (bss) and tucked during insertion. The physician said he did not feel any resistance when he pushed the plunger and completed inserting the lens. The cracked lens was removed with scissors and a replacement lens of the same model was used. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: 01/31/2021 section h3: device evaluated by manufacturer? Yes. Device evaluation: the dcb00v product was returned in its original package at the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample which the plunger and pushrod was observed in advanced position. Residues of lubricant material and material looks like body fluids were observed on cartridge. No damaged was observed to cartridge. The lens returned outside the preloaded device and cut in two pieces based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.